Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a surgical procedure on (B)(6) 2025 to explant the ipg due to normal depletion, the lead was scarred in and was unable to be removed. As a result, the lead was cut and partially left implanted in the patient.